Event description:
It was reported that this lead was an attempted implant due to fracture. When the physician was introducing the lead into the site selective pacing sheath, resistance was noted. The hemostatic valve was opened prior with the dilator but nevertheless, there was resistance and the lead fractured. Another lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to fracture. When the physician was introducing the lead into the site selective pacing sheath, resistance was noted. The hemostatic valve was opened prior with the dilator but nevertheless, there was resistance and the lead fractured. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.